Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was found that the system interface circuit board was generating the communications failures and was replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 would not initialize and reported several error messages. There was no adverse pt involvement reported. There was no pt information reported.